Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2024 , it was reported that the patient did not hear any alerts from her decom device notifying her to her hypoglycemic state. The patient reported being in a coma. The patient¿s husband called emergency medical services. The patient¿s cgm was reading low mg/dl, and the bg meter was reading 23 mg/dl. The patient was also wearing an omnipod insulin pump. Ems arrived and treated the patient with glucose and dextrose (route not specified). The patient reported beginning to feel better after receiving treatment. It was not specified how long the patient was unconscious. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿doing well¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.